Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope problem. The bending section skeleton was found detached (broken off) near the proximal end glue. There was also evidence of excessive stress (twisting) on the internal elements of the scope. The insertion tube was also found cut off at the distal end portion of the protector boot. The scope was serviced. Based on the evaluation results, the cause of the reported scope damage is likely attributed to the operator¿s technique. The instruction manual states, ¿do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.¿

Event description:
The user facility informed olympus that towards the end of a right ureteroscopy holium laser lithotripsy procedure, the tip of the scope broke off and became stuck inside the patient¿s ureter. The device fragment was retrieved. The intended procedure was completed using a different scope. The user facility further reported that the scope was inspected prior to use and no anomalies were found. There was no patient injury reported.